Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. Effective therapy restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy because both s2 drg leads had migrated out of the foreman. Reprogramming has been unable to restore therapy. Migration of both s2 drg leads was confirmed through x-ray. As a result, surgical intervention may be undertaken at a later date to address the issue.